Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that their stimulator wasn't working anymore. The patient "not working," and stated they meant it stopped working for their symptoms and felt like one of the reasons why it was no longer working was that they had a fall in the beginning of (B)(6) 2023 where they fell on their "butt" and they also hit their head and needed stitches on their head because it was cut open from the fall (patient stated a CT scan that was done showed their head was alright afterwards). The patient stated the therapy hadn't been working that well before the fall to begin with but it definitely stopped working after the fall. The patient stated it wasn't immediately after the fall but it did happen. The patient stated they didn't know whatto do and they weren't getting answers from their health care provider (hcp). The patient stated the hcp wanted them to do botox but the patient didn't understand why. The patient stated they spoke with a the manufacturing representative about it not helping in september sometime and the rep told them that increasing their stimulation wouldn't do anything and just told the patient to not have anything to drink 2 hours before bed. The patient stated they tried that but it didn't work. Reviewed device description/function as well as programming and stimulation considerations. The patient stated they weren't sure if they'd felt the stimulation in their bike-seat before or not. They stated they thought at one point when the hcp made an adjustment they felt something but they weren't sure. Redirected the patient to follow up with their hcp to check the implanted system to determine if it had been impacted by the fall and to discuss their symptom concerns. The patient stated they really didn't want to give up on the therapy because they'd just gotten it but they also really didn't want another surgery. The patient also needed an MRI so the patient was walked through connecting to their settings to activate MRI mode. When the patient was going to connect, the patient stated it seemed like the ins wasn't sticking out as much as it used to before. They were unable to say when it started feeling that way. The external devices functioned as intended and the patient was able to check their MRI eligibility which showed they were mr conditional full body scan eligible.  The patient also was going to f ollow up with their hcp about their symptom concerns and to check the implanted system.